Manufacturer narrative:
(B)(4). Field service evaluated the unit, and replaced the user interface module (uim). He then characterized the flow control valve (fcv), and exhalation valves. The unit passed all performance checks, and was performing according to manufacturer standards. The alleged faulty user interface module was returned to carefusion on july 29, 2015, and was routed to the service department for investigation.

Event description:
The customer reported the following: "inop- event log shows dpram comm error, description ctrl - exception log shows 142b5ec divide by zero". The unit was on a patient at the time of the incident, however there was no patient harm.

Manufacturer narrative:
Manufacturing received an obsolete avea uim. External inspection found no signs of damage or misuse. The uim was set-up on the test fixture and power applied. Uim started normally. Additionally, panel buttons, encoder and touch screen inputs worked normally. Date/time displayed. Correct date/time was entered but reset to default upon power reset. The uim was removed from the fixture and the covers removed. The inside of the front and back panel showed evidence of excessive cleaning fluid used during maintenance. The pcba has no visible discrepancies. Bt1 measured 2.865 vdc. Bt1 was replaced with a fresh battery and uim was retested, starting normally and accepting and holding date/time through a power off cycle. Original bt1 (2.875 vdc) was replaced in uim and unit tested. Uim started normally and held date/time through a power off cycle. Manufacturing was unable to duplicate the reported issue. Reseating bt1 cleared loss of setting and date/time issue. The uim assembly was scrapped due to obsolescence.